Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b7, d6, d11. Corrected: d7. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6)2016, the patient had a right total knee arthroplasty to address right knee osteoarthritis. Depuy components, including patella, were utilized. Competitor cement x2 was used. On (B)(6) 2020, the patient underwent a revision total knee arthroplasty with revision of the femoral and tibial components to address the preoperative diagnosis of failed total knee arthroplasty with failed/loose tibial component. The femoral component and patella were noted to be well-fixed, but the femoral component was nonetheless revised. The tibial tray was noted to be loose at the cement/implant interface. Depuy components were implanted along with competitor cement x2.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Competitor cement was used. Doi: unknown. Dor: (B)(6) 2020. Right knee.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.